Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported the sensor was inserted in the arm and fingerstick values were entered during error display. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that calibration was not performed accordingly, patient enter entered fingerstick values during error. The dexcom g4 platinum continuous glucose monitoring system user's guide states: do not calibrate if the glucose reading error symbol shows in the status area. It was also reported that the sensor was inserted in the arm. The dexcom g4&#59408;platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen). However, a root cause for the reported inaccuracies cannot be determined.